Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 306-341 mg/dl; cause was not known. Ketones were high. Correction boluses via the pump were delivered to address the issue. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketones were considered as being dangerous by a healthcare provider. Insulin injections were administered. No further details regarding treatment were provided. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. Pump system check was performed with tandem technical support. Low insulin alert was identified in the pump history; no device issues were identified. Contact required no further assistance.